Event description:
A report was received that the patient's ipg would not hold a charge. It was not determined if there was device malfunction. The patient underwent an ipg replacement. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. In the lab, the ipg was successfully charged to 3.89 volts in one cycle. This result attested that the device is capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. The device exhibited normal device characteristics.

Event description:
A report was received that the patient's ipg would not hold a charge. It was not determined if there was device malfunction. The patient underwent an ipg replacement. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Date of event: 2013.